Event description:
This report is being filed upon notification from our mr manufacturer in (B)(4) to submit this incident that occurred in (B)(6). Problem: the pt had a mr procedure. The pt was scanned with the synergy body coil (sbc) positioned with the feet first into the magnet. The sbc was rotated 90 degrees and placed over the mid thighs. Immediately after the scan, minor second degree burns appeared at the inside of both legs in the area of the calves. It was not until weeks later it was discovered that the injury was actually a severe second degree burn with blisters around 2.5 cm in diameter.

Manufacturer narrative:
(Conclusions) - the conclusion is that the burns were caused by skin-skin contact. Skin-skin burns are a known cause for rf burns during an MRI scan. The best way to prevent skin-skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. Also, it was observed that high sar levels were used by the operator. These kinds of incidents can be prevented by separating bare skin parts of the pt by wedges or cushions. Therefore, an accessory kit is part of every mr system delivery containing several spacers and cushions. The instructions for use contains warnings on these matters.